Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of leak. Visual and microscopic inspection was performed with no abnormalities noted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported problem. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked. The reporter stated that the leak was from a crack in the silicone tubing of the set. There was no patient injury or medical intervention reported. No additional information is available.